Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated with low vaulting. The lens was repositioned but this didn't resolved the problem. The lens was then exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was removed and replaced intraoperatively with a longer length, different toric lens and problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).